Event description:
The customer reported that insulin was coming out from the back. The caller was unsure if the reservoir was leaking. The blood glucose reading was 109mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.